Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level ranged from 378-379 mg/dl. Subsequently, after the pump was reset, the customer notice that the date was incorrect, cause was unknown. Customer corrected the date to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.